Event description:
It was reported that multiple motor stalls occurred. The patient experienced increased pain in her spine/back and legs and headaches, however it was noted that the patient suffered from migraines. The patient did not report experiencing withdrawal. Per pump logs, a motor stall occurred on (B)(6) 2014 at 08:03 or 08:04 with a recovery the following day at 00:56 or 00:57. On (B)(6) 2014, the pump was updated. On (B)(6) 2014, another motor stall occurred with a tube set message 48 hours later. On (B)(6) 2014, the pump was updated and the active alarm was silenced. On the same date, the patient was in the emergency room (ER), ¿screaming in pain¿. The patient was hospitalized. On (B)(6) 2014, at 17:55, a motor stall recovery occurred. On (B)(6) 2014 at 15:01, another motor stall occurred with a recovery on the same day at 15:20. On the same date, another motor stall occurred at 20:33 with no recovery logged as of (B)(6) 2014. The pump was replaced on (B)(6) 2014. The patient status following the pump replacement was indicated to be ¿alive-no injury¿. The cause of the stalls was not determined. The device system was used to deliver clonidine 500mcg/ml at 84.7mcg/day, baclofen 500mcg/ml at 84.7mcg/day, and dilaudid 10mg/ml at 1.694mg/day. The final patient outcome was not reported. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional review of the analysis test results found that there was no alarm anomaly.

Manufacturer narrative:
Analysis of the pump revealed an alarm anomaly of an undetermined cause and gear train anomalies, specified as corrosion and/or wear and/or lubrications and a stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8596, lot# b005369n46, implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
Correction: the motor stall was not caused by an MRI or other medical procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).